Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that on the evening of (B)(6) 2026, during a laparoscopic procedure, approximately 15 minutes after the equipment began operating, the image on the monitor disappeared and a message appeared on the screen indicating a loss of connection. Despite several attempts to disconnect and reconnect the camera to the control unit, as well as turning the entire column on and off, the equipment could not be restarted.